Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. Current inventory samples of catalog #41894 nebulizer w/ped mask & tbg, small volume batch # 74k1501246 were tested and no issues were found that can lead to the condition reported by the customer. The device history record was reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled & inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed due to the lack of device sample. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that no steam was produced from the nebulizer when the device was tested before treatment to a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were detected. The sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that no steam was produced from the nebulizer when the device was tested before treatment to a patient.